Manufacturer narrative:
Correction - h6 - health effect - impact code of "2199 - no health consequences or impact" should have been "4625 - additional surgery".

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported events of failure to interrogate, data problem, and incorrect measurement were not confirmed. As received, the device output and telemetry communication were normal. Device image analysis indicated elevated current drain during the implant duration due to increased duty cycle of the internal circuitry caused by the firmware resulting in the reported event. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The device was cut open to enable further testing and battery was confirmed to be at near end-of-service level. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their pacemaker unable to be interrogated using radiofrequency telemetry. An error message stated that the rf telemetry had previously been disabled on (B)(6) 2020 due to excessive use. It was also noted that the pacemaker had stopped communicating with the transmitter on (B)(6) 2021. Telemetry was re-established during the in clinic visit on (B)(6) 2021. The device was later found to be at end of life, despite having an estimated longevity of 10+ years on (B)(6) 2020. The physician suspected that the device experienced premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout.